Event description:
The user facility reported a 24-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that flows are lower than expected on the impella cp. The clinician was not able to turn p-level up without suction alarms. On impella connect a motor spike was observed, lower than expected flows, and copious suction alarms despite good position and volume status. The decision was made to explant the cp. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella pump was returned and visually inspected. Biomaterial observed around the impeller. No cannula kink, broken blades, nor other abnormalities were found. The cause of the low pump flow and suction alarms was biomaterial ingestion. Added-d9 device return date d4-updated model number added-d6a/d6b.